Event description:
It was reported that the pt's system was removed due to infection. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump was not reported; device registration system indicates baclofen. Add'l info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.